Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) froze. They called back to state that this happened again on 3/6 around 9pm. It was reported to him at 8am. The time was not moving and no monitoring for the 12 hours. Tech support (ts) let him know that this unit was sent in to have the hdds replaced for this same issue. There have been 2 tickets for this issue. Tickets: (B)(4). Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) froze. They called back to state that this happened again on 3/6 around 9pm. It was reported to him at 8am. The time was not moving and no monitoring for the 12 hours. Tech support (ts) let him know that this unit was sent in to have the hdds replaced for this same issue. There have been 2 tickets for this issue. Tickets: (B)(4).